Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/501(k)#:: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a nephro catheter exchange. While trying to insert the catheter into the patient, the operator reported the "hub came off." This occurred with 3 devices from same lot number. The procedure was successfully completed with another, similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional method code: device not returned (4114). Investigation / evaluation: it was reported that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the shaft. This occurred when the physician was advancing the catheter into the patient. The failure occurred on three devices from the same lot on the same patient. The devices were removed, and another final device was placed to successfully complete the procedure. No adverse effects were reported. This incident was reported by morton plant hospital in the united states. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification on an unopened device from the customer, were conducted during the investigation. The complainant did not return the reported failed devices, but returned four unused, unopened devices from the same lot for investigation. Physical examination of the returned devices showed: no damage to the packaging or devices was noted. A tug and twist test was performed on all the devices and confirmed that the flares were securely seated in the hubs. All dimensions deemed relevant to the reported failure mode were analyzed, and found that the devices were manufactured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the device lot and relevant subassemblies revealed no reported relevant nonconformances. A database search revealed no other complaints have been reported for the device lot. There is no evidence of nonconforming devices in house or out in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, inspection of unused returned product, and the results of the investigation, it was concluded a component failure without a design or manufacturing deficiency contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.